Event description:
It was reported by the customer that bd maxzero needleless connector was leaking. The following information was received by the initial reporter in japanese with the verbatim: this report is about leakage due to cracks. About a month after connecting to the dual lumen of the cv catheter, drug solution leakage was confirmed. Hcp confirmed cracks in the product attached to both lumens.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-oct-2023. H6: investigation summary: two mz1000 samples were received without packaging for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests leakage was detected from two cracked maxzero devices. A visual inspection of the photographs provided by the customer, and of the returned samples, confirmed the customer's experience as cracks were detected on the maxzero female luer adaptor (fla) on returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed that the mz1000 component had been in use for in excess of one month; please note the directions for use state 'change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations.'

Event description:
It was reported by the customer that bd maxzero needleless connector was leaking. The following information was received by the initial reporter in japanese with the verbatim: this report is about leakage due to cracks. About a month after connecting to the dual lumen of the cv catheter, drug solution leakage was confirmed. Hcp confirmed cracks in the product attached to both lumens.